Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 07331, 0001822565 - 2017 - 07336, 0001822565 - 2017 - 07337. Concomitant: unknown part/lot, tibial tray; unknown part/lot, bearing; unknown part/lot, femoral component; unknown part/lot, tibial tray. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to pain.